Event description:
It was reported to philips that the allura system failed to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't bootup. Review of the log file confirmed the malfunction with the host pc. The issue persisted even after the system was rebooted. The failure analysis performed for the host pc showed inconclusive evidence of the reported failure. However, the fse replaced the host pc and the hard disk, and restored the system from the ghost image which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.